Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Corrosion was found on the electrical contact and head scope mount, the head main body was flooded, and the main body head and connector were both cracked. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer to olympus, no image on the hd camera head. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to temporary water invasion occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.